Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 137 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.